Event description:
A customer reported to baxter (B)(4) an interlink continu-flo solution set in which there was an incomplete white ring around the port. It is unknown when the alleged defect was observed. There are no reports of patient involvement, patient injury, medical intervention, or adverse events related to this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4) reported samples were returned to the plant for evaluation. Visual inspection as well as functional tests were performed on the samples. The reported condition was not confirmed. Therefore, an assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the reported condition could not cause or contribute to a death or serious injury if it were to recur.